Event description:
Philips received a complaint by the customer on the v60, indicating that the device was not blowing any air and had an error code 1134 blower stall error message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the blower had no output. The rse advised to review the significant event log looking for check vent or vent inop diagnostic code. Advised to reference them in the service manual for suggested repair. Advised customer to confirm the v60 power supplies are operating within specification. The rse provided the part # for a replacement blower.

Manufacturer narrative:
H10: the customer replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.